Event description:
The pump stops delivering, but the display screen indicates that the pump is working properly. After being purchased, the pump worked for approx 2 mos before it failed. After being repaired the pump worked for less then 1 mos before it failed again. Delivery failure, resulted in high blood sugar.